Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the large hem-o-lok clip applier instrument was broken. It was not working anymore. The procedure was completed as planned with no reported injury using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The housing was removed, and the instrument was found to have a dislodged grip cable at the proximal end. As a result, loose grip cable was observed at the distal end. Due to the returned condition of the instrument, the clip test was unable to be performed. Additional observations not reported by site: the instrument was found to have cracked clamping pulleys on input axis # 6 (grip). The crack resulted in loss of tension of the corresponding grip cable, causing the grip cable to be dislodged. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument grip inputs failed to engage with the in-house system's sterile adapter during multiple attempts. The instrument was also found to have corrosion on the bearings. The pitch and grip input disk bearings had oxidation, characterized by orange discoloration. Corrosion developed along multiple components on the bearings. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument grip inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Common causes of engagement failures are attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. This failure is likely due to the dislodged grip cable and the cracked clamping pulley. The instrument was found to have corrosion on the bearings. The pitch and grip input disk bearings has oxidation, characterized by orange discoloration. Corrosion developed along multiple components on the bearings.

Event description:
Refer to h10/h11 for follow-up information.